Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The device was returned with the cannula cap detached from the cannula tabs and missing. No damage was found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. Indication of excessive force could have been noted on the cap that was not returned for analysis. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent umbilical hernia procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the white cap at the tip fell off and was retrieved with a grasper with no additional dissection. A like device was used to complete the procedure. There were no adverse patient consequences reported.